Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (14) lvp modules experienced membrane frame separation. There was no report of patient involvement .

Event description:
It was reported that (14) lvp modules experienced keypad separation. There was no report of patient involvement .

Manufacturer narrative:
F/u supplemental created to document file is no longer reportable- supplemental aware date (B)(6) 2021. File is no longer reportable, cancel MDR